Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, diminished tissue vaporization was observed at 226,469 joules of use, then the aiming beam was observed to fire straight. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to the patient".

Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.